Manufacturer narrative:
The returned device was consistent with the complaint incident. Initial visual examination of the returned device revealed that due to dislodgement the relevant stent was not returned for analysis. Severe kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. Visual examination of the shaft polymer extrusion revealed that the shaft polymer extrusion was torn exposing the core wire and the inner. The damage was measured at .05cm in length proximal to the port area of the device. This type of damage is consistent with excessive force having been applied to the device. Solidified contrast media was present inside the inflation lumen of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance was limited.bsc ID # a00103715/tw # 690183

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 85% stenosed lesion being treated was located in the moderately calcified, moderately tortuous left anterior descending (lad) artery. The physician attempted to place the 2.75x38mm taxus liberte drug eluting stent, but was unable to cross the lesion. When the device was removed resistance was felt. Once outside the patient, the stent was not on the balloon. The stent was not found. The procedure was completed with a non-bsc stent. Ivus was not used. Patient status reported as "good".